Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The abutment was removed on (B)(6) 2024 under local anesthesia.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2024 in order to convert the patient to a transcutaneous osia implant system.